Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported an ardis peek implant broke as the surgeon was implanting it into the patient. The procedure being performed was a roh r-l3-s1 & cage, refusion r ¿ l3-s1. The surgery was completed with another device.

Manufacturer narrative:
The product was returned and visually inspected. It was observed to have a portion sheared off of its posterior end, as initially reported, therefore, the complaint has been is confirmed. The device history records were reviewed indicating that the device was likely conforming when it left zimmer biomet's control. The root cause cannot be directly determined, however, it is likely that the fracture occurred due to off-axis impaction. The instructions for use instruct the user to "avoid excessive impaction force and ensure malleting occurs on-axis. Additionally, avoid the application of torque to the ardis inserter handle".

Event description:
Report of ardis peek implant broke.